Event description:
Philips received a report that an ingenia elition mr system caught fire during a test scan.

Event description:
On (B)(4) 2022 philips was notified of a fire in the herlev hospital in the capital region denmark. The incident did not cause harm to patients, operators, service personnel, bystanders or the environment, but caused severe property damage. The philips ingenia elition x system (model number [781358] and serial number (B)(6) was irreparably damaged.